Event description:
It was reported that the pacemaker exhibited longevity discrepancies and premature battery depletion was suspected. Technical services (ts) was consulted and battery usage has increased at a gradual rate. Ts noted that it was not likely the device would reach elective replacement indicator (eri) within 90 days time and suggested re-evaluation of the battery longevity in a few months time to determine appropriate change out time frame. The pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
The returned proponent pacemaker was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted to evaluate the performance of pacing, sensing, and recording functions. This device was determined to have failed the battery usage portion of the testing.

Event description:
It was reported that the pacemaker exhibited longevity discrepancies and premature battery depletion was suspected. Technical services (ts) was consulted and battery usage has increased at a gradual rate. Ts noted that it was not likely the device would reach elective replacement indicator (eri) within 90 days time and suggested re-evaluation of the battery longevity in a few months time to determine appropriate change out time frame. The pacemaker was prophylactically explanted and replaced. No adverse effects were reported.